Event description:
It was reported that a boston scientific representative received a consult call from a physician that reported that this implantable cardioverter defibrillator (ICD) device had recorded delivering multiple inappropriate shocks. The physician noted that the patient had received about nine shocks due patient intrinsic morphology of narrow and wide qrs complexes. Upon review, ts noted that about four anti-tachycardia pacing (atp) bursts and nine shocks were delivered inappropriately due to an atrial driven arrhythmia. Therapy was exhausted. At this time, the device remains in service, and the physician will continue with monitoring. No additional adverse patient effects were reported.